Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0308897 , medical device expiration date: 2025-10-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0317557, medical device expiration date: 2025-10-31, device manufacture date: (B)(6) 2020. Investigation summary: two 3ml syringes (p/n (B)(4)) in sealed blisterpaks from batch numbers #0317557 and #0308897 were received. The samples were visually evaluated. Both syringes were had no visible defects or foreign matter present in the fluid path of the barrel. The liquid observed in the fluid path appeared to be silicone lubricant, with the normal expected amount present. Both syringes were acceptable per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A silicone quantity guideline has been attached for reference. The reported defect was not identified in the samples received and corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll w/ndl 23x1-1/2 rb tw experienced liquid/moisture/droplets in the syringe. The following information was provided by the initial reporter: material no: 309589, batch no: 0317557, 0308897. It was reported fm.